Manufacturer narrative:
Pump alarmed critical pump error after battery installation. Unit successfully downloaded to thus and crest. Consecutive pump error 63 alarms in the pump history download on ((B)(6) 2022) between 05:31 pm and 05:31 pm due to moisture damage to force sensor. Unable to list variable number, file number, and line number for pump error 63 due to no variable number listed in long trace download. Unable to perform selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test, active current measurement and sleep current measurement test due to critical pump error. Found moisture damage to motor assembly, pcb1 board and pcb2 board during visual inspection. Unable to perform force sensor zero offset test due to moisture damage on force sensor. The following were noted during visual inspection: scratched case, cracked keypad overlay, pillowing keypad overlay, cracked belt clip rails, peeling and fading serial label. The p-cap/reservoir does lock properly. Critical pump error (open book image) alarm confirmed due to consecutive pump error 63 without clearing. Exposed to moisture confirmed at pcb 1, pcb 2, force sensor. Blank display is not confirmed. Unable to confirmed failed battery test & unexpected battery power loss due to critical pump error (open book image) alarm. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had blank display while swimming. Customer¿s dad stated that while he was swimming when he had failed battery test, they changed it but he could not do anything, there was a red light on the insulin pump. Customer stated that the contacts on the battery cap were neither missing nor damaged. Customer stated that battery compartment and spring was neither damaged nor corroded. Insert battery alarm displayed on the insulin pump screen. Troubleshooting was performed for blank display. Display did not return after insulin pump restart. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.